Manufacturer narrative:
(B)(4).

Event description:
It was reported a pump memory error occurred. The healthcare provider was attempting to make programming changes to a patient's pump which was just implanted 3 days prior to the report date. When the hcp interrogated the pump on the day of report, the pump had a memory error with a message that the catheter data was not supported. It was confirmed that the programmer used had an old software card which needed to be updated. The hcp did have another programmer available to use with an updated card, and planned to update the pump with that programmer. The pump was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8870aaj, serial# (B)(4). Product type: software: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).